Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an incorrect language issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she could not recall when the alleged issue with the subject meter began. At an unknown time, after the alleged issue started, she reportedly felt 'shaky, sweaty, and thrush in mouth'. She stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue on (B)(6) 2011, at 5:30 am, she had more food and drink. The patient denied receiving any form of medical intervention due to the alleged issue. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the issue was resolved after walking the patient thru configuring the meter's set up. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 11/23/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.